Manufacturer narrative:
(B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the doctor noticed crown mobility and that the abutment screw (iuniht) had loosened. The doctor tightened the screw. However, the patient returned a few days later claiming crown mobility. The screw was removed and replaced with another screw. Tooth location 24.

Manufacturer narrative:
One certain titanium hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.